Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. The caller was unsure if their blood glucose level exceeded 500 mg/dl due to the malfunction. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue persisted.